Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation and kink were able to be confirmed; however the stent damage was unable to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, mildly calcified, proximal left anterior descending artery. After pre-dilatation was performed a 2.75x38 mm xience prime stent delivery system was selected for use; however, after a failed attempt to cross it was observed that the proximal shaft near the hub kinked in three places and separated. The stent implant was also observed to have flared struts. The procedure was continued on with the use of another stent delivery system. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.